Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post implant of this annuloplasty band implanted in a patient with bi-leaflet prolapse, after weaning the patient from cardiopulmonary bypass, mild residual mitral regurgitation was noted. The surgeon did not feel the repair would be sufficient, therefore the band was explanted and replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.